Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to device breaking through the glans penis and pain, the patient had his spectra penile prosthesis (spp) removed. The patient "seriously complained about the poor prognosis to clinic and demanded proper compensation." Additional information was received that this patient also experienced erosion with his device. The component causing the pain was the cylinder and the extrusion was caused by the cylinder slipping away from the initial implant site. There was no interventional treatment for the extrusion and erosion and the patient got well after this surgery.